Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item# 010000668, g7 pourous plasma spray ltd acetabular shell 62h, lot#3831312; 010000938, g7 hi-wall e1 liner 36mm h, lot#3929937; 00625006525, bone scr 6.5x25 self-tap, lot#63953723; 00625006520, bone scr 6.5x20 self-tap, lot#63347329. Multiple MDR's filed for this event, please see associated reports: 0001825034-2018-02344, 0001825034-2018-02347.

Event description:
It was reported that during revision surgery, surgeon was unable to seat liner in shell. Surgeon attempted 2 different liners with no success. Surgeon used different liner/shell to complete surgery. No adverse event noted to patient. Additional information requested and received.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed as visual inspection noted the liners exhibit damage near the scallops and on the face of the rim. Also noted was small damage to the locking feature of the liners which is consistent from the liner impaction. Damage to the screw hole likely occurred during screw insertion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.